Event description:
Related manufacturer reference number: 2017865-2022-41520. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited low pacing impedance, while the right atrial - ra lead exhibited a high capture threshold. The ra lead was explanted and replaced, while the rv lead was capped and replaced on (B)(6) 2022. The patient experienced no consequences.